Event description:
The customer reported that the ECG waveform is stuck. This has been interpreted to mean that the ECG waveform is frozen, stale or not updating as expected. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ECG waveform is stuck. This has been interpreted to mean that the ECG waveform is frozen, stale or not updating as expected. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.